Event description:
On the day of the event, the user facilities surgical implant coordinator informed the distributor's sales representative of the following: pain with heparin injection; dye study, leaking at or near medical device insertion or device catheter.